Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported via phone call that the act button on the insulin pump does not respond. It was stated that the customer has to press it aggressively when trying to deliver a bolus and that has caused the customer to experience high blood glucose. Issue has been happening for about a month. Blood glucose value at the time is unknown; current reading is 80 mg/dl. The customer was at home with her mother doing house chores prior to the keypad issue. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.